Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, the device scissors not cut not close. Another device was opened to complete. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Nicks were observed on the cutting edge of the jaws of the device. A functional evaluation found that the device jaws could not be closed, handle actuation was also impeded by jaws not closing. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition of no cut may occur when the device is actuated over on obstruction, this results in damage to the cutting edge in the form of nicks. This damage could prevent the device from cutting or closing properly. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.